Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2014 with the following findings: there was no data from the time of the reported event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The patient contacted animas on (B)(6) 2013 reporting blood glucose levels down to 2 mmol/l with no noted signs of hypoglycemia. The patient reported having a few weeks of low blood glucose levels reaching 2 mmol/l. The patient indicated that recently, activity levels were increased without adjusting the pump¿s advanced settings and reported that the insulin to carbohydrate settings may have needed adjustments to prevent lows after meals. The patient stated that the last endocrinologist appointment was missed. The patient also reported that the health care provider allowed self adjustment of the pump settings. This report is made based on the indication that the patient experienced hypoglycemia which may have been contributed to by self adjustment of the pump settings.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.